Event description:
The excluder devices were successfully placed. At the end of the procedure no endoleaks were observed. On follow-up visits at 1-month, 2-months and 6-months postoperatively, a small type 2 endoleak was noted. At the 1-year follow-up, the pt presented with an asymptomatic aneurysm. An angio appointment was scheduled for one week later because of the presence of the type 2 endoleak. One day following the 1-year follow-up visit, the pt presented with abdominal pain and was re-admitted to the hosp. The following day, the pt presented with evidence of an aneurysm rupture and the CT scan taken revealed presence of blood in the retroperitoneal area. The physician decided to convert to open repair of the ruptured aneurysm. The pt did not survive the open surgical conversion. The physician believes an undetected type I endoleak led to the aneurysm rupture. He does not believe that the excluder devices caused or contributed to the outcome in this case.